Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during dwell three of four. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained the alarm and assisted the hp in clearing the alarm. The hp was to complete therapy with manual supplies. There was no adverse event indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.